Event description:
It was reported that the patient experienced ineffective stimulation after multiple falls. X-rays confirmed that all 3 leads migrated. Surgical intervention is not currently planned.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.